Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2020 with blood glucose level of 700 mg/dl. The customer reported other events such as nausea, vomiting and blurred vision. The customer was treated with manual injection. Customer declined to perform a care link upload. It was unknown if the auto mode was active during the reported event. The insulin pump will not be returned for analysis.